Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision stem hip impl win gen on an unknown side (exact date not reported). Currently, the patient is being monitored due to stem subsidence of 5 to 10 mm.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that additional information is being submitted. A technical investigation was not possible to perform, as the devices were not at hand for investigation as the patient was not revised. However,based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item and lot number is available. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: according to the received journal article, it was found that in five patients the implant subsided between 5-10mm. Root cause determination using dfmea: aseptic loosening, migration of stem short and long term due to surgeon unfamiliar with implantation technique of this stem design (early stability) - possible, as with the information provided, it is unknown if the surgeon followed the surgical technique and/or if the surgeon is familiar with the suggested surgical technique. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to awl design doesn't correspond to the stem design (functionality) - not possible, as a systematic issue with design and/or material properties would have been detected as part of a trend review. Migration of stem short and long term due to wrong stem design results in torsion, tilting, subsidence - not possible, as a systematic issue with design and/or material properties would have been detected as part of a trend review. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The conducted root cause analysis did not come up with a specific root cause. However, a potential root cause might be that the surgeon did not follow the surgical procedure or the surgeon is/was unfamiliar with implantation technique of this stem design (early stability). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).